Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a robotic hysterectomy, anterior repair of uphold lite and posterior repair procedure performed on (B)(6) 2018. According to the complainant, during the posterior portion of the procedure, two monodek capio sutures were deployed using a capio slim device into the patient's left and right side of the sacrospinous ligament. During this portion of the case, the physician noticed bleeding that would not stop at the patient's right sulcus. The physician applied pressure then used a suture to close the bleeding. After suturing, he applied floseal (hemostatic matrix). Subsequently, the physician decided to abort the posterior repair and remove both sutures from the patient. After closing the incision site, the operating room staff indicated that the counts of the devices were correct, then the physician left to consult with the family. After returning to the operating room, the staff indicated that the counts were not correct and a dart from a capio suture was missing. Reportedly, the patient had undergone an MRI the following day and a 1mm image was noticed inside the patient. The physician indicated that this could be the dart from one of the capio sutures used during the posterior portion of the procedure. Furthermore, the physician indicated that he would not have compromised the outcome of the procedure by trying to remove the dart due to the patient's bleeding issue. The patient's condition at the conclusion of the procedure was reported to be fine.